Event description:
It was reported that a double beep with cassette was experienced.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log) multiple times. The customer stated problem was not duplicated. Defective downstream occlusion sensor was replaced. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because there was no indication of a manufacturing defect during the investigation. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# 617147., corrected data: d4: correction: model number: 6400.

Manufacturer narrative:
B5: additional information received on 13-jul-2022 via email and attached to complaint object: all issues happened during testing and the event date is unknown. H6: event problem and evaluation codes: updated.